Manufacturer narrative:
Received one single dpt-vamp flex kit with IV set and pressure tubing for evaluation. Examination revealed a light brown, fiber-like particulate was found inside the vamp stopcock. The particulate was approximately 0.11" x 0.065" in size. However, the particulate did not move during five minutes of continuous flushing. Supplemental report will be submitted upon chemistry results.

Event description:
It was reported that unknown light brown colored particulate was found inside the zero stopcock before use. There were no patient complications reported.

Manufacturer narrative:
Chemistry results concluded: the particulate appeared to look like paper. However, per (B)(4) study (B)(4), the ir spectrum of the unknown brow fiber-like material showed similar absorption characteristics when comparing to silicone (silastic adhesive) like material.